Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1 empty syringe of 0.55ml received in an opened tray without cap nor needle. No defect observed.

Event description:
Healthcare professional reported that during injection with juvéderm volbella® xc that ¿while the doctor was injecting the needle disengaged, and the product was lost.¿ no injury to the patient or injector.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm volbella® xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. 8. Instructions for use 8. Inject juvéderm volbella® xc by applying slow and even pressure on the plunger rod. It is important that the injection be stopped before the needle is pulled out of the skin to prevent material from leaking out or being placed too superficially in the skin. 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that during injection with juvéderm volbella® xc that ¿while the doctor was injecting the needle disengaged, and the product was lost.¿ no injury to the patient or injector.